Event description:
The hcp reported that the patient was experiencing withdrawal symptoms. The device was implanted in 2004. Review of the pump logs reveals 2 motor stalls lasting approximately 30 minutes in nune, 2005. The patient was being administered morphine via the drug delivery pump and required oral supplementation due to symptoms. Troubleshooting of the device is to be undertaken.